Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller error (yellow alarm) has been completed. Imc logs confirmed the reported failure mode. There were multiple occurrences of the purge system open, air in the purge system and controller failure (defective purge pressure sensor) alarms. The rt logs highlighted a loss in pressure, which could not be resolved despite troubleshooting. The stepper motor ticked forward moving the cassette piston, but the pressure would only increase slightly or not at all. This behavior triggered the controller failure (defective purge pressure sensor #414) alarm given there is a forward stroke with no pressure change. The console was tested for roughly 12 hours with a pump and purge. The cause of the purge pressure leak was not determined. The console performed as expected. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a controller error yellow alarm. There was no reported patient involvement.